Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance issues. This lead was successfully replaced and no issues with the connections was found. No additional adverse patient effects were reported.

Manufacturer narrative:
Only one segment of this lead was returned to our post market quality assurance laboratory, having been severed during the explant procedure. Subsequent testing, performed on the returned segment, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high impedance issues. This lead was successfully replaced and no issues with the connections was found. No additional adverse patient effects were reported.